Event description:
The customer reported that while the unit was in use on a pt, the unit would not trigger on ibp. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported event of iabp trigger failure. In an unrelated repair, the expired safety disk (part number 0997-00-0985-01) was replaced. The company rep performed full functional and safety tests. The unit met factory specs and was returned to the customer. (B)(4).